Manufacturer narrative:
Abutment screw could not be removed to place dental male. Implant was removed. Patient suffered from bruxism that stressed the dental prosthesis. After 15 years in situ the screw fractured due to overloading. Implant removal was only a collateral damage caused by the fractured screw as the fragment could not be removed

Event description:
Abutment screw could not be removed to place dental male. Implant was removed.